Manufacturer narrative:
(B)(4). Evaluation: results: (based on the information provided, no root cause can be determined), (mi).

Event description:
One endeavor rx drug eluting stent diameter 3.5mm length 18mm was successfully deployed to the mid rca. Approximately 1 year post index procedure, a myocardial infarction was confirmed which resulted in revascularization being carried out with one endeavor stent being deployed to the mid rca. Procedural images or product identification has not been provided for review. No additional clinical sequelae were reported. The account stated that the causal relationships with the product, procedure and zotarolimus are unknown.